Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not power on at the start of training despite being charged overnight, showing a brief blue circle on the screen before shutting off, and the patient proceeded on a different ilet provided by the clinician; the problem aligned with a device battery issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with involved parties and analysis of information provided by the user and clinician. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.